Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) who was onsite to troubleshoot the incident returned the reference valve, which he had replaced, to beckman coulter mishima (B)(4) for investigation. Beckman coulter mishima stated that they found no problem with the reference valve after completing a number of tests on it. In conclusion, the failure mode of this incident is unknown. (B)(4).

Event description:
A customer reported to beckman coulter that their au5800 clinical chemistry analyzer had generated a false low sodium (na) result for 1 patient sample. The erroneous patient result was not released outside the lab. There was no report of change to patient treatment in connection with this event. The low sodium result resulted in the generation of a low anion gap for that patient. The sample was repeated on the same cell of the analyzer. On repeat the anion gap was acceptable. The customer ran quality control (qc) prior to and after the event and stated that it was within range.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse identified that the cause of the customers ion selective electrode (ise) issues was due to a malfunctioning reference electrode. The fse replaced this part. In conclusion, the cause of the event is a malfunctioning reference electrode on the customers au5800 clinical chemistry analyzer. Replacement of the reference electrode by the fse restored the instrument to functionality.